Event description:
Another co reported that info received with return of the explanted device does not address the pt's clinical status but noted high lead impedance and a capture and sensing anomaly.